Event description:
It was reported that the patient experienced a tamponade, pericardial effusion and perforation. During a procedure to treat atrial fibrillation, a versacross connect access solution for faradrive and faradrive steerable sheath was selected for use. After completing the left side of the veins (pvi), an effusion was observed. The patient blood pressure had been dropping since after transseptal, but no effusion was observed at that time. It was not possible to maintain normal blood pressure, therefore, an intracardiac echocardiography (ice) was used to check when an effusion was noted. Additionally, an ultrasound was performed and confirmed a tamponade. The sheath and catheter were removed from the left atrium and the physician began a pericardiocentesis. It was not possible to stop the bleeding, therefore, the patient was taken to surgery as a perforation was suspected. It was confirmed that a perforation had occurred in the left atrial appendage (laa) and the patient had recovered after surgery. The versacross devices are not expected to return for analysis as it was disposed by the hospital staff. The transeptal access was performed with no issues noted and no pericardial effusion was noted on the right ventricle (rv). The physician and surgeon believed that the boston scientific rosen wire was the cause of the perforation and not the faradrive steerable sheath as previously reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.